Event description:
My (B)(6) daughter with type 1 diabetes went into diabetic ketoacidosis not withstanding our best efforts to manage her diabetes. We relied on freestyle test strips to manage her insulin needs. We received a recall notice from abbott industries citing erroneously low blood sugar readings.